Event description:
It was reported that during a percutaneous intervention procedure a balloon rupture and detachment occurred. The target lesion was located in the common femoral artery. The 2.5 x 20mm apex otw was introduced through a non bsc introducer sheath and inflated with an encore26 inflation device and ruptured at 20atms on the 3rd inflation. Upon removal of the balloon it was noted that there appeared to be a portion of the balloon missing. No further intervention was performed to retrieve the fragment. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous intervention procedure, a balloon rupture and detachment occurred. The target lesion was located in the common femoral artery. The 2.5 x 20mm apex otw was introduced through a non bsc introducer sheath and inflated with an encore26 inflation device and ruptured at 20atms on the 3rd inflation. Upon removal of the balloon it was noted that there appeared to be a portion of the balloon missing. No further intervention was performed to retrieve the fragment. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: there was blood in the balloon and inflation lumen. There was a complete circumferential tear of the balloon 4mm from the proximal balloon bond. The inner shaft was detached adjacent to the bond that joins the inner and outer shaft components. The inner shaft fracture faces were jagged and stretched, which suggests that the separation may be related to tensile overload. Magnified inspection of the inner shaft fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. The distal portion (inner, balloon, markerbands, tip) were not returned for analysis. There was no evidence that this was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user issues as the dfu states: "the apex catheters are indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis." And "do not exceed the rated burst pressure." (B)(4).